Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Review of event description: patient experienced elevated metal ions. - no further due diligence required as all required information to support the conclusion is available/was already requested. - DHR review: the DHR check could not be performed as the lot number was not available. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s instruction leaflet for endoprothesis conclusion no further investigation required as this issue is known and addressed in cpt130015047 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: unknown head hip impl win gen; part#: unknown; lot#: unknown. Unknown head adapter hip impl win gen; part#: unknown; lot#: unknown. The manufacturer did receive legal document and will be reviewed as part of ongoing investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A patient is pursuing a product liability claim. Implanted on an unknown side and experienced elevated metal ion levels in blood and urine.